Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, any protruding metal strain from inside the tube, bumps, sagging, transformation, bends, lifting of resin, peeling, adhesion of foreign body, dropout of parts or other irregularities. 4. Holing the insertion tube gently with a hand, carefully run your fingers over the entire length or the insertion tube in both directions. Also confirm that the insertion tube is not abnormally stiff. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the bending section cover of the bronchovideoscope had a pinhole. The device was used two to three times per week. Pre-use inspection was performed. The cleaning, disinfection and sterilization (cds) was performed using oer reprocessor. The device was returned and an evaluation at the repair center revealed, the coating of the image guide (ig) tube was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage, angulation lever does not move smoothly. Due to a dent on bending tube, bending angle in upward direction exceeds the standard value. Connecting tube had a dent. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.